Event description:
The initial reporter stated they received discrepant results for two different patient samples tested with the elecsys hcg + beta or the elecsys estradiol iii assay on a cobas e 411 analyzer (rack system). Patient 1: the sample initially resulted in an hcg + beta value of 0.51 miu/ml. The patient sample was repeated twice, resulting in hcg + beta values of 248 miu/ml and 254 miu/ml. The rerun value of 254 miu/ml was deemed correct and reported outside of the laboratory. Patient 2: the sample initially resulted in an estradiol iii value of >3000 pg/ml accompanied by a data flag. The patient sample was repeated with a 1:10 dilution, resulting in a value of 333 pg/ml. Additional measurements of the sample resulted in estradiol iii values of 148 pg/ml and 145 pg/ml. The rerun value of 145 pg/ml was deemed correct and reported outside of the laboratory. No erroneous result was reported outside of the laboratory. The hcg + beta reagent lot number was 61488805, with an expiration date of 31-jul-2023. The estradiol iii reagent lot number was 59031101, with an expiration date of 31-dec-2022.

Manufacturer narrative:
The last calibration for estradiol performed on 13-jun-2022 was normal with no alarms. No calibration data for hcg + beta were provided. No quality data from the date of the event for both assays were provided. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer decontaminated and flushed the sipper tubing from the probe to the detection unit. Performance testing was done. The instrument was operating within specification. The investigation could not identify a product problem. The cause of the event could not be determined.